Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 10 atms. The number of atms reached on the initial inflation is unk. The number of inflations and to what atms is unk. The lesion being treated was a calcified, 100% stenotic lesion in a left circumflex (lcx) coronary artery. A terumo introducer sheath, a guidant guidewire, and a mach1 guide catheter were also used in the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.